Event description:
Transactional mesh 09. Chronic pain instantly and continuing. Diagnosed with oncologist - chronic fatigue syndrome with swollen lymph nodes. Rheumatologist with fibromyalgia. Three sleep studies with specialist - excessive daytime sleepiness and asthma. Hashimoto's thyroiditis. Had thyroid removed...cancer! Help! Mesh also severed some of my nerves as well! See scanned page.